Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent was detached from the sds and not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were loosely folded. There were crimp marks on the balloon indicating the stent was secure between the markerbands. A visual and tactile examination found kinks throughout the hypotube. A visual and tactile examination found no issues with the tip and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 4.00 x 38 synergy¿ drug-eluting stent was advanced with a guidezilla guide extension catheter but failed to cross the lesion. It was confirmed under cineangiography that the stent was lifted. The device was removed and the procedure was completed with a 4.0x38 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 4.00 x 38 synergy¿ drug-eluting stent was advanced with a guidezilla guide extension catheter but failed to cross the lesion. It was confirmed under cineangiography that the stent was lifted. The device was removed and the procedure was completed with a 4.0x38 non-bsc stent. No patient complications were reported and the patient's status was good.